Event description:
It was reported the camera head had an unknown malfunction. There were no reports of patient injury or medical intervention associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. The device was returned to the repair site for evaluation and the customer's allegation was not confirmed. However, evaluation identified rust/dust inside the charge-coupled device causing a blurry image, and the device failed the water leak test from the cable. A definitive root cause cannot be identified. A device history review of the current product was conducted, and no problems were found. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
Three good faith efforts were made to obtain additional information regarding the event; however, no response received from customer. The device was returned and the evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the camera head had an unknown malfunction. There were no reports of patient injury or medical intervention associated with this event.